Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a cubie failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2 full height (fh) cubie drawer pocket d3 required attention. A field service engineer (fse) tested the drawer using the hardware test application (hta) and found that the two pockets on row d were able to release and open the lids but failed to detect the lids as open. To resolve the issue, the fse replaced the fh cubie drawer with a new unit, configured it, and verified functionality using the hta. All tests passed successfully. The customer confirmed proper operation through the application interface. Additionally, the fse inspected and confirmed the integrity of all bus cable connections behind the back panel, including the cable between the auxiliary drawer and the communication sled. All drawers were re-tested in the hta and verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.